Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up, upon reviewing egms the right atrial lead exhibited noise and oversensing. The noise could be noted during isometric testing. The lead was successfully capped and replaced on (B)(6) 2016. The patient was in excellent condition post surgery.